Event description:
Allegedly, eprd reported 11 new complications for advance® patella revision (4 infections, 1 malalignment, 1 loosening and 5 unknown). No further information was reported. This incident is capturing 1 loosening.